Event description:
On (B)(6) 2010, the pt reported the piston rod of his insulin infusion device will not retract. He stated the issue began about 2am this morning and the piston rod "kept spinning around." He said he tried to push the piston rod with an eraser but the piston rod would not retract on its own. He changed the battery after the issue began. He stated the cartridge plunger is not stuck on the piston rod and the piston rod is not making an abnormal noise. During troubleshooting, the piston rod was spinning and his infusion device eventually displayed an e10 (cartridge error). The pt inserted another new battery but stated the piston rod continues to spin. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.